Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of the harmonic ace instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed and found customer reported that the head end was broken. Failure analysis confirmed that the curved blade was broken, matching the customer complaint. The blade broke at the base, with a piece measuring approximately 0.399" x 0.085" missing. Adjacent components showed no damage. The complaint was confirmed by failure analysis. The probable root cause of the broken blade and the detached fragment is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.